Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
It was reported the patient would get the "no communication" screen upon a bolus request. The wrong refill date was on his personal therapy manager. The pump was refilled on (B)(6) 2013 and the refill date reads (B)(6) 2013. The pump was delivering bupivacaine, baclofen and morphine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.